Event description:
It was reported that the patient presented for remote follow up via merlin.net a review of the transmission revealed over-sensed noise exhibited by the right ventricular lead, that resulted in episodes of noise reversion. No interventions or patient symptoms were reported.